Event description:
The user facility reported that during a therapeutic upper panendoscopy, the device could not suction and then a complete loss of image was experienced. The procedure was completed with a different, but similar device with no patient injury.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation was unable to duplicate the user's report of loss of image and suction, as both the video image and suction were found to operate appropriately when tested. However, there was evidence of corrosion inside the endoscope connector which interfaces to the video processor that may have contributed to the reported image difficulty. Additionally, a kink was noted on the biopsy channel below the channel mount, likely the result of user mishandling, that could have potentially contributed to the user experience. This report is being filed as an MDR in an abundance of caution.